Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having an urgent care visit and her blood glucose reading was unknown. During the call, the customer stated that the insulin pump alarmed no delivery. Advised the customer that the device is functioning, and she needs to change the infusion set and reservoir. No further information was provided.